Event description:
It was reported that the customer was receiving a no delivery alarm during basal deliveries. Customer's father thinks this is an ongoing issue for 2 weeks and the pump needs to be looked at. Customer's blood glucose level was reported as 235 mg/dl and 600 mg/dl. Customer's father declined troubleshooting. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.